Event description:
It was reported that the device had an end of service (eos)/end of life (eol) message and that the impedances of all pairs 4-7 were >4,000 ohms. Patient was able to feel stimulation on 0-3 lead but at very high levels (10 v). There was a loss of therapeutic effect following a fall. Patient fell on the device about a week ago and since then had been losing stimulation, requiring her to keep turning up the stimulation. Stimulation had been shut off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).